Manufacturer narrative:
Pc-(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the temperature circle was pink and it was exposed to excessive heat even though it was in a controlled room. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that two 6-up sales carton and six additional loose 1-up cartons were returned for a total of 18 packaged devices. The temperature indicator sticker on both 6-up sales cartons had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. Within the 6-up sales cartons was a total of seven 1-ups with pink triggered temperature stickers and five with white untriggered stickers. All 18 devices were opened and visually inspected for damage to the buttress attachment material (bam) pattern and all were found to appear conforming. This would indicate that while many of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.